Event description:
A customer reported an unexpected negative result during validation testing on the galileo. A sample with a known anti-e resulted negative when tested with capture-r ready screen (crrs) I and ii on the instrument. Testing on a different galileo instrument resulted positive.

Manufacturer narrative:
Review of images: well e2- neg result / 6 reaction strength- visually neg (e-, e+) well f2- neg result / 17 reaction strength- visually weakly positive (e+, e-) note: when the liss addition well fill is viewed there are many bubbles seen in the column 2. Would appear that there is air in the system associated with the sample probe 2 based on image of entire plate. A service call was made. Noted that the syringe to probe tubing had discoloration on the right pipettor. During the repair noted that the syringe to probe tubing on the left pipettors also had discoloration. Replaced all syringe to probe tubing. Ran rinse pump volume macro. The stream from right probe and left probe #1 turgid and uneven. Probe #2 volume failed = 3ml. Left probes #3 and #4 had chipped teflon. Replaced all of the probes. Ran rinse pump volume macro. All volumes = 11 ml. Replaced the system liquid inline filters because of discoloration. Replaced waste tubing from bulk tubing. Replaced the tubing and connectors from the cube to system liquid container. Instrument was tested and is operating within specifications. Patient samples re-tested with expected results.